Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and found no observations related to the customer complaint. The receiver download was reviewed and could verify the customer complaint through log review. A charge was performed and the receiver battery was fully recharged. Global receiver functional test was performed and resulted in no failures related to the customer complaint. The reported fault could not be reproduced with the receiver. Additionally, a pairing test was performed with a matching transmitter and the receiver passed with no loss of antenna observed. The customer complaint of loss of connection was confirmed. The root cause could not be determined.